Event description:
Customer is calculating an electron plan, he has a beam calculated as heterogeneous and the identical beam calculated as homogeneous. When he compares the two beams, they both report identical reference and effective point depths. The risk to the pt is that the incorrect info may be used for a hand calculation.